Manufacturer narrative:
No button response due to corroded keypad traces. Keypad overlay had weak adhesive bond at all locations. Unable to perform displacement, prime/delivery, basic occlusion, occlusion and no delivery tests due to no button response.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the call was 361 mg/dl. The customer also reported that the insulin pump's keypad did not respond properly at times. The insulin pump was not replaced or returned for analysis.